Manufacturer narrative:
The reported issue of pcu rear cases with cracks around the sides/top/ corners and with the battery mounting bosses was confirmed via received pictures in the file. The issue was not investigated further at this time due to no parts having been received to date for investigation. The file was opened to document the issue that was reported. No further investigation of this customer's issue is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported for approximately 3 years the biomed department have noticed pcu cases with cracks around the sides/top/corners. It was reported that it might have occurred from "normal wear and tear" and have replaced 20+ cases. The age of the fleet 2012. There was no report of patient involvement. The biomed contact does not know the products used, cleaning process or who cleans the devices.